Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation associated with update to h3,h6 coding. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and the information provided, olympus confirmed foreign material came out of the device, but the type of the material could not be identified. Additionally, no physical damage of the device was confirmed where the foreign material remained. The cause of the reported event is likely due to insufficient reprocessing .however, a definitive root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU)which states: IFU states the detection method in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. IFU states the preventive measure in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the gastrointestinal videoscope exhibited foreign material inside of the air/water tube and cylinder. There were no reports of patient involvement.